Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the (B)(6) 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Upon interrogation, the device was found to be at elective replacement indicator (eri) battery status. The remaining longevity at the previous check in (B)(6) 2020 was 63%, so premature battery depletion was suspected. The device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.